Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 300 mg/dl. At the time of the report, the display on the insulin pump was blank. Troubleshooting could not be performed due to the blank display. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specification.